Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to charge and boot up. The receiver displayed white screen. The receiver log was downloaded and reviewed, finding unexpected power "rttloss" on the incident date . The global receiver test was performed and passed all the relevant testing. The receiver case was opened for battery and interior inspection. Moisture damage and contamination on battery connector and the pcba components was observed. The reported event that the receiver ceased to function was confirmed due to moisture damage causing receiver intermittent loss power. The root cause was determined to be moisture damage.